Event description:
It was reported that during a laparoscopic reversal hartman procedure, the doctor said the device quit working. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the tip of the I blade broken and not returned. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged I blade. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues.